Event description:
The customer reported a control panel, and communication errors. These cause the system to shut down, resulting in a loss of imaging functionality. This could result in the delay of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The boards and fuses were reseated and the power supply was adjusted during the service call. The system was tested, found to be working as intended and returned to service.